Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image and a video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (b)(60 2026, a patient underwent stent placement procedure using a venovo venous stent. During the endovascular intervention, while placing a venovo venous stent at the target lesion, unintended forward movement occurred during deployment, causing the device to settle either distal or proximal to the planned landing zone. After this shift, the physician attempted repositioning and successfully retracted the stent, ultimately placing it near the intended vessel site. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) describes holding and handling of the system throughout deployment. The IFU states: "gently hold the stability sheath and maintain it straight and under tension throughout the procedure. Do not hold or touch the dark moving sheath during stent release (..). Note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Regarding pta the IFU states: "predilatation of chronic lesions with a balloon dilatation catheter is recommended.' A stent size selection table is part of the IFU describing the correct diameter size of the stent in relation to the vessel diameter. Regarding accessories the IFU states: "8f introducer for stent diameters of 10 mm and 12 mm, 9f introducer for a stent diameter of 14 mm, 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm, 0.035 inch (0.89 mm) diameter guidewire." 'Stent misplacement' was found mentioned under potential complications and adverse events. B5, g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a venovo venous stent for the treatment of left iliac vein compression secondary to may-thurner syndrome via femoral vein access. During the endovascular procedure, unintended forward migration of the stent occurred during deployment, resulting in placement of the stent outside the intended landing zone. Following the migration, the physician attempted to reposition the stent and was able to successfully retract and deploy it near the intended target site. No patient injury was reported.